Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected, it was also reported inflation issues in the device and a possible aneurysm in the left cylinder. Troubleshooting measures were performed but were not successful. The ipp is currently implanted, the explant surgery is schedule on (B)(6) 2024. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected, it was also reported inflation issues in the device and a possible aneurysm in the left cylinder. Troubleshooting measures were performed but were not successful. The ipp was explanted and replaced. There were no patient complications reported.